Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer complained about crack at reservoir tube lip found on event dated (B)(6) 2021. Insulin pump perform visual inspection and insulin pump received with cracked retainer and pillowing keypad overlay. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump passed displacement test. Insulin pump was confirmed for physical damage cracked retainer. Insulin pump passed required testing.